Event description:
It was reported that during the procedure to treat an eccentric, 99% stenosed, de novo lesion in the moderately tortuous distal left anterior descending coronary artery, pre-dilatation was performed with an unspecified 1.5x8 balloon dilatation catheter. A 2.5x15 rx xience prime stent delivery system (sds) was then advanced to the lesion with resistance felt and force applied; when deploying the stent without issue, a proximal edge dissection occurred. The sds was withdrawn without resistance. The dissection was successfully treated via placement of a 2.5x12 xience v stent. The 2.5x15 rx xience prime was angiographically confirmed to be fully apposed to the vessel wall. There were no adverse patient sequelae and no report of a clinically significant delay. No device or other procedural issues were noted. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.